Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and delayed activation were not tested based on the device condition-the stent was deployed. Additionally, it was noted that the sheath was wrinkled, there was a tear on the outer member, and a gap on the handle. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that challenging anatomical conditions contributed as such the distal shaft was entrapped or restricted in the anatomy (critical limb ischemia due to stenosis of the external iliac artery and a superficial femoral artery obstruction) causing restriction between the shaft lumens, resulting in the inability to rotate the thumbwheel and deployment issue. The noted wrinkled sheath, tear on the outer member, and gap on the handle is very well likely to operational context/ handling during and after the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a patient with critical limb ischemia due to stenosis of the external iliac artery and a superficial femoral artery obstruction. The absolute pro stent system was advanced to the lesion and during stent deployment, the thumbwheel stopped rotating, only partially releasing the stent; however, during removal of the stent system, the stent fully deployed and was successfully implanted. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.